Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image was caused by a faulty (lvds) printed circuit board, b40 error was caused by a faulty (cm) printed circuit board, front panel malfunction was caused by a faulty (cm) printed circuit board, damaged power supply connector was caused by electrical/electronic component failure, corroded flat cable (image cable) was caused by material degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device produced the following malfunctions: no image due to faulty (lvds) printed circuit board, b40 error due to faulty (cm) printed circuit board, front panel malfunction due to faulty (cm) printed circuit board, damaged power supply connector, corroded flat cable (image cable). There was no patient involvement.